Event description:
Customer reports experiencing high bg levels (300 mg/dl) due to a potentially bent cannula. The infusion set was changed and the customer bg levels were good.

Manufacturer narrative:
The device has not been returned for evaluation. Should new information become available, a supplemental report will be submitted.